Manufacturer narrative:
Analysis was able to confirm the customer comment that the connectors were broken, and it was additionally noted that the hanger assembly and lower case were also broken, the display wire was pinched with the insulation not compromised, the "up" arrow key was soft and the main seal was pinched. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests.

Event description:
It was reported that the ports for the connectors on the external pulse generator were broken. The generator was returned for service. There was no patient involvement.